Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for suspected pump thrombus/hemolysis. The patient reportedly had an elevation in her lactate dehydrogenase and heart failure symptoms. The pump was explanted due to significant left ventricular recovery.

Manufacturer narrative:
Approximate age of device: 2 years, 6 months. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The report of hemolysis and suspected thrombus can be confirmed based on the evaluation of the pump. Examination of the sealed inflow conduit revealed a strongly adhered deposition situated on the proximal opening of the inlet tube. Similar depositions were found in the lumen of the outlet elbow. Although specific causes for their development cannot be conclusively determined, the depositions appeared to have developed in these areas. The depositions found on the inlet tube and outlet elbow did not appear to occlude the flow of blood. Upon disassembly of the returned pump, examination of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The deposition was not adhered to the bearing ball or the stator blades, lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet side of the rotor. Although its origins and the duration of time for which it was present in the outlet stator cannot be conclusively determined, the deposition did not appear to have originated in this location. Examination of the remaining blood-contacting surfaces revealed no depositions. If it were present in the pump for an extended amount of time, the deposition found in the outlet stator would have contributed to the reported clinical signs of hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.